Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary infusion of vancomycin 1 gram in 100ml that was intended to infuse over 2 hours at 50ml/h, was found empty 20 minutes after starting the infusion. The nurse reported that no leak was found, the secondary was elevated appropriately, and the primary bag (programmed to infuse at 75ml/h) did not appear overly full after the event. The patient was not harmed.